Event description:
It was reported that force sensor test alarm event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed broken top case (front left corner - impact damage), right plunger case. Force sensor test error was found at power up process and failed force sensor reading. The root cause of the reported issue was found to be normal wear; device was over nine years old. Actions taken to mitigate the reported issue: performed force sensor calibration and all functional tests which passed.